Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while at camp, with the dexcom g7 sensor displaying approximately 340 mg/dl and a contemporaneous blood glucose meter reading of 280 mg/dl; the caregiver entered the 280 mg/dl value into the ilet, and the blood glucose later returned to 131 mg/dl. Symptoms included elevated blood glucose. Outcomes included resolution without hospitalization or medical intervention. Investigation included troubleshooting education with the caregiver regarding potential infusion set issues and meal announcement practices, and review of device use and sensor change timing. Investigation of this case revealed no device malfunction, with contributing factors possibly including early sensor wear-in discrepancy and a potential infusion set issue, though the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.